Manufacturer narrative:
Updated fields: h6, h10 corrected fields: h8, h10 (information regarding user's reprocessing methods was inadvertently omitted from the initial) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information received from the customer (reprocessing methods). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There nozzle was not deformed and reprocessing was performed according to the instructions for use (IFU), due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer does not know when the foreign material adhered to the scope, so it is possible the scope was used on a patient. There was no delay to the start of pre-cleaning, which was properly implemented. During the precleaning process, the customer supplied air and water through the nozzle. There were no issues with the accessories used for reprocessing. The scope was not submerged in detergent solution. The customer wiped/brushed the air/water nozzle with a gauze, brush, or sponge. The air/water nozzle was flushed with detergent solution. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscopes insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had air/water flow issues. Upon inspection of the customer¿s returned device it was observed, the nozzle had foreign object. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, due to clogging of nozzle, air supply volume did not meet the standard value, due to deformation of the up/down (u/d) knob, water tightness was lost, the connecting tube had a dent and was buckling, the connecting tube had a scratch, the plastic distal end cover (c-cover) had a burn, the adhesives around the light guide (lg) lens had white-clouded area, the adhesive around the objective lens had white-clouded area, the adhesive around objective lens had peeled, the protector of the universal cord on the standard-connector side had a scratch, the connecting tube had a wrinkle, the protector of the universal cord on control section side had a scratch, switch 1 (sw1) had a scratch, the suction-cylinder was shaved, the standard-connector was dirty due to water leakage, due to clogging of nozzle, water removal ability did not meet the standard value, due to clogging of nozzle, water supply volume did not meet the standard value, the adhesive on the bending suction cover (a-rubber) had white-clouded area and was chipped, due to wear of angle wire, the play of u/d knob was out of the standard value, due to wear of angle wire, bending angle in up direction did not meet the standard value, damage or deformation was noted due to physical stress, and due to adhesive peeling around objective lens, streak of flare appeared in the image. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.